Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa, common device name: intravascular administration set. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that blood splashes upon retraction with a bd vacutainer® ultratouch¿ push button blood collection set. This occurred on 200 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: when the scalp retracts the needle spreads blood, even putting the lint and following all the instructions, as informed in the box. In this case, the customer has already used the scalp vacutainer safety lock, and didn't know that there were so many differences in the ultra touch and nor even that it would be shipped either. The issue perception was clear, reported by a lot of nurses and followed by the biomedical, that supported some blood collections to check if the issue could be use-related, but he assures that the product really causes the blood splash. Facing off the pandemic situation and pending on a couple of cautions that need to me taken when handling the venous collect, the product has been suspended and we've requested for its change. Since its usage is in hospital, the customer is not allowed to send pictures of patients during blood collection; however, the biomedical in charge is available for clarifications related to the matter or any other adverse situation. Additionally, on 2020-08-25 the bd sales consultant provided the following additional information: the biomedical has observed 12 nurses during collection and reports that the blood splash occurs softly during the activation of the safety mechanism; however, the staff were activating the safety device out of the patient's vein, not following the product's IFU due to lack of knowledge. The customer also reports that at that time, they've requested to exchange the ultra touch scalps for the safety lock, since the blood splash were affecting clothes, patients' arms and generating disorders. Then, the bd specialist has passed all the information regarding the use of the product and product's characteristics, and the biomedical is forwarded it to the nurse staff immediately. Additional information received on 25.aug.2020 states that customer was not following the instructions for use, leading to the event reported. This record is updated accordingly.